Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular lead couldn't get the patient out of ventricular arrythmias. Since the placement of the left ventricular assist device (lvad), six shocks have been unsuccessful and the patient had to be rescued externally. The lead is still in use. No further patient complications have been reported as a result of this event.